Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostics anomaly; the atrial fibrillation - af trend had a spike in af burden with no episodes. The patient was in stable condition. No intervention was reported.